Event description:
Camino icp monitor does not recognize the catheter when plugged in. No other information provided. Additional information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.